Manufacturer narrative:
Third party service engineer moved the tube 'back and forth' and was able to get system functioning again. Covidien field service engineer (fse) evaluated the system and adjusted the image intensifier and tube alignment and verified operation. Fse tested all table functions with no problems found and completed system checkout per service manual. System returned to full service by customer.

Event description:
On (B)(6) 2012: customer reports via phone that during an unk urology procedure on a male pt, the system gave an ii and tube misaligned error, and the staff loss fluoro. Staff used a portable fluoro c-arm to complete the procedure. No pt injury.